Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated the user experienced a high blood glucose of 27 mmol/l and treated with manual injection. The user alleged the insulin pump was under delivering insulin due to bolus was not go down all day. Customer reported insulin exited at the quick release. Customer did received symptoms related to high blood glucose was nausea, abdominal pain and difficulty breathing. The insulin pump will not be returned for analysis.